Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of ischemia: "warnings do not inject juvéderm ultra¿ injectable gel into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra. The patient developed "an occlusion in right top quadrant of the lip" and was then treated with hylase. Symptoms are ongoing.